Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation, there was excessive damage on multiple components of the pca board. The root cause for the damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functionality testing.